Event description:
It was reported that the patient¿s pump was overheated. Physician had responded to bedside following report that tandem pump was overheating necessitating an external fan on the pump. Pump base was very hot to touch as was the rvad tubing to the patient. The plan was to exchange overheating tandem pump for centrimag rvad circuit at bedside with perfusion. The patient remained hemodynamically stable. The device history records were reviewed for the pump involved, and no non-conformances or abnormalities relevant to the reported issue were found. The device involved has not been returned to date. No additional or relevant information has been received to date.